Event description:
Treatment of a left supraclinoid internal carotid artery aneurysm. It was reported the patient aneurysm was treated with onyx and one enterprise stent. At the end of the procedure, a small fragment of onyx dislodged from the aneurysm neck and went into another branch. It was reported the patient was lethargic and had difficulty awakening and remained intubed for several days. She eventually was found to have multiple small lacunar-type strokes in the left hemisphere, as well as in the posterior fossa. The physician does not think that the onyx displacement was the caused of the event. On follow-up, the patient condition was reported as "fine with no neurological deficits".

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).